Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device passed away due to unreported cause. Additional information was requested, but was not available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction identified that could have caused or contributed to the patient passing away. The device passed both electrical and functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review will not be performed as the device was serviced more then one year ago. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Return of the device has been requested but the device has not been received at this time. A device history review and a service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.